Event description:
Customer alleged getting burns and blisters from the elvie pump. Customer has not yet confirmed if medication was required to treat the burns and blisters. Complaint reported from UK.